Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported following implant procedure, the patient experienced foot drop and pain in the arm. Additional follow up indicates the foot drop and pain in the arm have resolved. Surgical intervention may take place in the future to remove the system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.